Manufacturer narrative:
(B)(4). The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Hardware low level failure alarm confirmed in the pump history due to broken trace on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error after performing self test. The insulin pump also had a insulin flow blocked, power loss, battery failed alarm. The customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.